Event description:
It was reported the patient had fallen and both of his leads migrated as a result of the fall. It was reported one of the anchors held in place on the lead and anchoring sutures broke, causing the lead to migrate. The other anchor did not appear to maintain its hold on the lead and the lead slipped through the anchor, which was still secured to the fascia. It was reported that during the revision, the leads were disconnected from the implantable neurostimulator (ins) and exposed at the back incision. The anchor that held it's position on the lead was removed from the lead using the anchor removing tool in the kit. The second anchor that was still attached to the fascia was also removed. The hcp attempted to move the leads back into their original replacement with the pli kit, but was unable to guide them successfully. They decided to remove the leads and attempt to replace them through the touhy needles, however the patient was unable to hold still through the procedure which resulted in the hcp aborting the case and explanted the entire system. It was noted the hcp recommended the patient to see a neurosurgeon for surgical lead placement, or wean off his narcotics before he attempts another procedure. It was noted there were no concerns with the leads themselves, just with one of the anchors. It was reported the patient had less than 50% therapy relief at the lead location. Additional information received reported the status of the patient was unknown.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: 97791, lot# unknown, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the 1x8 lead revealed no anomalies. Final device analysis of the second 1x8 lead revealed no anomalies. Final device analysis of the bumpy anchor revealed that the injex anchor migrated. Final device analysis of the second bumpy anchor revealed that the injex anchor migrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.